Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test with a nasopharyngeal swab performed on (B)(6) 2025. Confirmation pcr testing was performed on (B)(6) 2025 with an unknown sample type and generated negative results. The patient had no covid-19 symptoms. No additional information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test with a nasopharyngeal swab performed on (B)(6) 2025. Confirmation pcr testing was performed on (B)(6) 2025 with an unknown sample type and generated negative results. The patient had no covid-19 symptoms. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m963981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot 000m963981, test base part number 192-430/ lot 000m963981. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m963981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.